Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose, 483mg/dl. The customer treated with insulin pen. The customer has mentioned that she had difficulties with the pump. The customer's blood glucose has been fluctuating between 252mg/dl -483mg/dl. Customer mentioned that she fell and broke her ankle and at this time her blood glucose was low 29mg/dl. Assisted customer with rewinding pump and said mall fill reached, she did not see drops. Then, the customer was able to successfully fill reservoir. The customer was advised to monitor blood glucose.